Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
Related manufacturer reference number: 2938836-2019-06512. It was reported that the patient presented in clinic for follow-up. Upon review, high ventricular rate episodes due to noise oversensing on the pacemaker's ventricular channel were observed. Noise signal was captured in the ventricular egm during the movement of pulse generator from top of the skin. The patient was admitted for a revision procedure on (B)(6) 2019. During the procedure, the lead was removed and re-inserted properly into the device header which rectified the noise problem. The patient condition was stable.